Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the two batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of (B)(6) manufacturing documentation confirmed that the battery met all requirements for release. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. As a result, the reported not charging and (B)(6) display error events were not confirmed. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing of (B)(6) revealed that two of the gas gauge light emitting diode (led) indicators did not illuminate. Internal visual inspection did not reveal any anomalies between the printed circuit board and gas gauge led, and the leds regained functionality after the battery was opened, indicating that the observed led indicator issue was due to an intermittent connection between the gas gauge and printed circuit board connectors. As a result, the reported (B)(6) display error event was confirmed. The most likely root cause of the (B)(6) display error event can be attributed to an intermittent connection between the printed circuit board and gas gauge, likely due to improper assembly during the manufacturing process. Additional products: d4: (B)(6) h6: img code(s): g04052 h6: FDA method code(s): b01, b14 h6: FDA results code(s): c16 h6: FDA conclusion code(s): d0301 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one battery exhibited a display error, and two of the light-emitting diodes (leds) did not work. A second battery could not be charged on the battery charger and a permanent red led was on, and no leds on the battery were working. The batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2019 / serial or lot#: (B)(4), UDI #:(B)(4), device available for evaluation: yes, return date: 03-nov-2021, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, dev rtn to MFR? Yes/ mfg date: 31-aug-2019, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.